Event description:
It was reported that the user experienced sustained high glucose with no pump alerts while using an ilet with continuous delivery, and the agent advised a full supply change; blood glucose began decreasing during the call from 401 mg/dl to 356 mg/dl and trending down. Customer care provided support that included remote troubleshooting and education regarding infusion set and supply replacement. Investigation of this case revealed an unclear cause of hyperglycemia, with no device alarms and no confirmed device malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention beyond troubleshooting and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.